Event description:
It was reported that the customer experienced elevated blood glucose levels (568 mg/dl). Troubleshooting was performed and pump passed delivery system check. Customer changes cartridge every 6-7 days and infusion set every 3-4 days. Customer delivered correction boluses via syringe to stabilize her blood glucose level.

Manufacturer narrative:
No product returning for eval. Should additional info become available a supplemental form will be completed.